Event description:
Customer reported receiving erratic readings on their freestyle lite meter. Customer reported receiving readings of 21 mg/dl, 80 mg/dl and 120 mg/dl within 10 minutes. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Event description:
The stapler would not cut.

Manufacturer narrative:
Customer's meter was returned and investigated. The the complaint was not confirmed and no new issues were observed. All functional test results were within range specification and the standard deviation was within specification. No errors were observed during control solution testing. The readings the customer reported were found in the meter memory however, they were obtained on separate days. This is a final report.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained.